Event description:
It was reported that the subject device had a damaged connecting section prior to use for a therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Updated fields: d8, h2, h3, h4, h6, and h10. Corrected data: b3, b5, d10. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the video connector was damaged and video connectors were flooded. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): the following is described in the precautions section of the instruction manual for safe use handling and general precautions: hit the electrical contacts of the video connector. Do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had a damaged connecting section. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.